Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0527107v, implanted: (B)(6) 2005, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the symptoms that the patient experienced was that the battery was at end of service. The battery was replaced as a result and it was normal battery depletion. The patient recovered without permanent impairment.

Event description:
It was reported that the patient was complaining about the unit and was inquiring about battery longevity. It was noted that the patient¿s previous implant battery had lasted 7 years and he had kept stimulation on all the time and his settings had never changed. The current implantable neurostimulator (ins) had been implanted since 2011. The patient was told that the battery was going dead and it had only lasted approximately 3 years. The patient¿s healthcare professional thought the battery depletion was abnormal. Over the last couple of months prior to the date of this report the patient had lost a little bit of mobility as far as writing and things like that. It was later reported that the patient was having a problem with his unit, when he took a reading he got an elective replacement indicator (eri). The reading said 2.57 or 2.58. It was unknown when it had started showing eri but the patient had been to the healthcare professional¿s on monday prior to the date of this report. The patient had not been testing the device every day or every week but had gone in monday prior to the date of this report and in (B)(6) prior to the date of this report and it was not there. The patient was ¿shocked¿ when the eri had been read by the nurse. Additional information was requested but had not been received as of the date of this report.